Manufacturer narrative:
(B)(4). The recipient was prescribed basocef. The recipient's infection has been resolved. The external visual inspection of the device revealed the electrode was severed along the lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced a head trauma, resulting in an infection at the implant site. The recipient's device was explanted.

Manufacturer narrative:
The recipient reportedly experienced head trauma in (B)(6) 2015, which resulted in swelling and pain. The recipient reportedly received treatment on (B)(6) 2016 for three weeks. The recipient was hospitalized on (B)(6) 2016. The recipient will be reimplanted at a later date.